Manufacturer narrative:
Follow up information received on (B)(6) 2014 from the gynecologist. Patient's initials, year of birth, weight and height were provided. Historical condition included gravida IV, para IV, 3 spontaneous miscarriages and curettage. On (B)(6) 2013 (previously reported as (B)(6) 2014) essure lot number b26266 was implanted during luteal phase. No delivery by cesarean before placement and she was not breastfeeding at the time of placement. Uterus was with no anomaly before placement. Placement procedure included general anesthesia, cervical dilatation and novasure. The placement was difficult. During hysteroscopy, liquid loss had not been upper than 1500 cc. The procedure for placement had taken more than 20 minutes. The patient had not been complaining immediately after placement. Perforation occurred about 7 months after placement. It was right unilateral perforation. There was perforation of small intestine. Perforation did not occur before deployment. Perforation did not occur with coils after deployment. Diagnosis of essure position was performed by x-ray. In left fallopian tube, essure was correctly placed. In right fallopian tube, there was complete perforation with median location. No symptoms. The event was identified during confirmatory test performed by hysterosalpingography and x-ray. The first confirmatory test did show occlusion. Second confirmatory test was performed due to abnormal implant position on x-ray. The patient received information concerning essure efficiency based on confirmatory test. Essure was removed on (B)(6) 2014. From a medical standpoint, essure removal was necessary. Removal was not performed following request of the patient. Essure was removed by laparoscopy. No pathological results, no sign of infection, no sign of inflammation. No further information will be provided. Case closed. Result and assessment of the product technical complaint investigation (partial) received on (B)(6) 2014: final assessment: since no product was returned for investigation, it was not possible to perform an investigation of the actual device involved in this complaint. Typically, the micro-insert would be inspected to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since there was no valid lot number for this case, it was not possible to conduct a review of the manufacturing batch record. It was not possible to confirm any quality defect or device malfunction at this time. Medical assessment: the reported medical events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Ptc global number is (B)(4). Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are known possible undesirable events and not indicative of a quality defect per se. No further ae case reports have been received to date in relation to batch no.(B)(4) (production date apri-2013 and expiration date 30-apr-2016). No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). No complaint sample was provided for further technical investigation. The technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by (B)(6) pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to (B)(6) pharma standards. In this particular case a search in the database was performed on (B)(6) 2014 for the following meddra preferred terms: gastrointestinal injury. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. (B)(4) is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced migration of essure to small intestine which caused perforation and the placement was difficult. Migration of essure to small intestine which caused perforation, interpreted as a device dislocation and gastrointestinal injury is serious due to hospitalization reported and is listed in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, the gynecologist reported that patient experienced migration of essure to small intestine which caused perforation, thus a causal relationship between essure and the event cannot be excluded. This case was regarded as an incident since a laparoscopic surgery was performed to remove the micro-insert. A product technical analysis (ptc) was performed, its technical investigation concluded unconfirmed quality defect. Medical ptc assessment considered that based on the information available, there is no reason to suspect a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist in (B)(6) on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Essure was inserted in (B)(6) 2014. The gynecologist reported that patient experienced migration of essure to small intestine which caused perforation. On (B)(6) 2014 essure was removed by the doctor. The patient was still hospitalized at the time of this report. No further information was provided. Company causality comment: this medically confirmed case report refers to a female patient of (B)(6) who had essure (fallopian tube occlusion insert) inserted and experienced migration of essure to small intestine which caused perforation. Migration of essure to small intestine which caused perforation is serious due to hospitalization reported and is listed in the reference safety information for essure. This case was regarded as an incident case since a intervention was performed to remove the micro-insert. Experienced migration of essure to small intestine which caused perforation assumed as device dislocation can occur after insertion of an (B)(6). Internal organs perforation may occur with essure, due to device migration. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, the gynecologist reported that patient experienced migration of essure to small intestine which caused perforation. The exact date and the mechanism of perforation are not known. A causal relationship between essure and the event cannot be excluded. Further information and ptc analysis will be requested.